Manufacturer narrative:
Continuation of d10: product ID m977041a001, serial# unknown; product ID hh9020tdd, serial# (B)(6), product ID a820, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a patient's rep (caller) regarding a patient receiving intrathecal dilaudid (unknown con centration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the caller stated that since replacement, about a month ago, the patient's handset had been taking longer to connect to the pump. The caller stated it used to take a couple of minutes to connect, but now it took 3-5 minutes. The patient clarified when connecting to the pump, it gets to 90% and takes a minute or two before getting to where the screen says 'deliver bolus' so they could request a bolus. The caller inquired if one of the lockout parameters being changed from 9 minutes to 25 minutes would cause difficulties connecting and the agent reviewed. The caller also mentioned an error code came up on the handset but the caller appeared unsure of what the code was. The agent assisted the caller and patient in resetting location and bluetooth and restarting myptm app and patient was able to connect well and read an expected 1 hour and 43 minute lockout. The patient mentioned when they're done bolusing, they shut off the handset without closing all apps. The patient also mentioned they have something wrong with their spinal cord and they were doing a lot better with that due to the pump. The agent reviewed closing app after use and the patient would monitor and call back for assistance as needed. The agent called caller/patient back to confirm pump replacement was due to normal battery depletion and to confirm if the caller knew what service code patient saw on their handset but the caller did not answer and the agent was unable to leave voicemail. Additional information received from a patient's rep (caller) on 2024-09-11 stated that the patient was now having to wait between 4-6 minutes when trying to connect to the pump. The caller stated the patient was getting a code as well but did not know what the code was. The caller was insisting on getting the handset replaced. The agent reviewed that they anticipated replacing the handset would not resolve the issue and the caller/patient understood. The patient stated that he just needed it to connect faster. The agent sent an email to repair to replace the handset. Additional information was received from the patient on 2024-09-12 who reported that they received the replacement handset, and it did resolve their issue. They were able to connect and deliver a bolus in under 1 minute. The patient stated that they were trying to get the original phone out of the case so they can send it back, but they could not remove it from the case stating that it seemed like it was glued together. The patient stated that they can send back the old handset with the case but then would need to be mailed another case. Additional information was received from a consumer (con) on 2024-09-17 stated that the new handset was working great until they encountered android recovery. The agent emailed repair for a wallet case. The patient mentioned they had the pump redone and they like the new one a lot better. Additional information was received from a consumer again on 2024-10-21, and it was reported they received the handset but they were still having the same issue with handset delay at 90%. It was noted they get 10 bolus a day and they take all of them. It was reported after they had their second refill the issue seemed to get worse. Agent reviewed if the handset was replaced again, the delay at 90% would not go away. Additional information was received from a consumer via a company representative (rep) on 2024-11-07, and it was reported they were having the same issue with communication/telemetry (taking a long time to connect, sometimes 8 minutes or longer) and they were told by the company representative (rep) to call and demand replacement communicator and handset. The agent reviewed with caller that we recently replaced the handset; caller stated yes and that resolved the issue for a short time and now it was back to lagging again. Agent walked caller through restarting the handset and connecting to the app. It did get stuck at retrieving pump settings when it reached 90% and took four minutes to connect. Agent reviewed unfortunately we cannot replace handsets every couple months for this issue, as it would continue to happen as time goes on until we find a solution for clearing the data. It was also reported the patient usually takes 10 boluses a day. It was noted the patient was suicidal and this issue was making things worse for them. It was so upsetting to them to have to deal with the patient's frustration to the point that they cannot even think. The patient was just walking around crying all the time. Agent apologized and redirected to the healthcare provider (hcp). The caller stated they would just call the rep directly and have the rep call back. On the call today, the agent was able to confirm the device connected successfully and it was timed: it took 4 minutes. It was noted, while this was not ideal, it did eventually connect. The again urged the rep to have the patient call with the hcp to give permission for tech services to possibly try clearing the data on the handset to see if that speeds up the telemetry. It was noted the patient was clearing the data after every bolus.